Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu, system interface board, power supply, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failed error and would not save images. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.